Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with no other devices and blood in the distal shaft and balloon. Examination of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was 5mm in length and 3mm from the distal edge of the proximal markerband. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained using a ipsilateral approach via the right femoral. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior tibial artery. Another manufacturers' 0.014" guide wire crossed the lesion and then this 2mm x 20mm x 143cm sterling es balloon catheter was advanced to the lesion without difficulties. Once to the lesion, the balloon ruptured on the fifth inflation at 14atms. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained using a ipsilateral approach via the right femoral. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior tibial artery. Another manufacturers' 0.014" guide wire crossed the lesion and then this 2mm x 20mm x 143cm sterling es balloon catheter was advanced to the lesion without difficulties. Once to the lesion, the balloon ruptured on the fifth inflation at 14atms. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.